Event description:
PICC line noted to be leaking.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: one catheter was received for investigation. The sample showed a leakage just distal to the pink adapter when flushing it. The catheter had been shortened distal to the 5 cm marking. Microscopic examination showed 4 little longitudinal mechanical damages/cuts around the catheter tube, parallel to each other. A review of the batch history records showed no deviations. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests are performed after product is packaged. A review of the complaint history shows that this is the second complaint for the involved batches 8027357 and 8055823 and the third complaint regarding a leaking catheter tube on code 4g07126106 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Corrective action: based on the investigation, the catheter tube revealed no manufacturing fault therefore, no further corrective action is initiated at this time. This failure will be monitored for future actions.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
PICC line noted to be leaking.